Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the internal battery did not hold charge. The internal battery was replaced as part of preventive maintenance. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral internal battery did not hold charge. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery and main circuit board were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device main circuit board had a leaky super capacitor and the internal battery did not hold charge. There was no patient harm or serious injury reported as a result of this incident.